Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom fluid intrusion. The evaluation found that the device's wireless connection capabilities inoperable due to fluid intrusion. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, rendering the device irreparable.

Event description:
It was reported that a wireless battery module g suffered from fluid intrusion. It was also reported that there was no patient involvement.